Event description:
The patient was transferred to the ICU and was discharged several days later.

Manufacturer narrative:
Correction on initial report: adverse event and/or product problem, outcomes attributed to adverse events & type of reportable event. Additional medwatch information provided. The customer¿s report of an infusion completing sooner than expected was not confirmed. Physical inspection noted the device to be in overall fair condition with the instrument seal not intact. Cracks were observed on both the upper and lower door hinges. Analysis of the pcu event log shows that at 6:24 pm on (B)(6) 2016 the device was programmed to infuse octreotide 500mcg in 100 ml at 10 ml/hr. The infusion ran until the device alarmed for air in line at 7:56 pm. The volume recorded as being infused during this period was 14.455 ml. The starting volume of the fluid container cannot be determined through device logs. Functional testing found the device to be delivering fluid within specification. The primary set was not returned for evaluation. The root cause of the customer¿s report of an infusion completing sooner than expected was not identified.

Event description:
Medwatch event description: ¿octreotide hung with channel at 1830 with rate set at 10 ml/hr. Writer was in room with patient and family multiple times and bag appeared to be infusing at the correct rate. At 2020 writer found entire 100 ml bag of octreotide to be infused while pump read only 14.46 ml had infused. Staff person of transplant surgery notified and pharmacist notified. Drip discontinued until 0100. EKG completed and frequent vital signs maintained every 15 minutes for 2 hours and continuous etc02 monitoring. Patient and husband notified of incident and educated about frequent monitoring for safety. The following day, risk management: would like to report this to FDA due to patient impact and requirements of additional monitoring, however, more information is required to submit the report. It is unclear if the device (pump) was sent to biomed for investigation, manufacturer of the pump, model and serial numbers. Ticu nurse manger contacted for information. Event also referred to another nurse manager, and biomedical engineering. Awaiting response to complete report and submit to the FDA.¿

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the infusion ran faster than expected. Programmed settings include: rate was 10ml/hour, and a vtbi of 90ml. The total bag volume was 100 ml. The bag was found to be empty 93 minutes after the start of the infusion, and the pump indicated 14.46 ml had infused. No other event details were given, no patient harm was reported.